Event description:
It was reported that post implantation of 2 rx acculink stents in the heavily calcified left internal carotid artery, the patient experienced hypotension and was treated with dopamine. On (B)(6) 2011, the patient was weaned from the dopamine and was discharged home. There was no adverse sequela and no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink; embolic protection: emboshield nav 6. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the instructions for use, carotid stent system, rx acculink. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.